Event description:
A distributor reported on behalf of a healthcare facility in china that an opt316 optiflow junior nasal cannula was found damaged. There was no patient involvement as the issue was found whilst the device was not in use on a patient.

Manufacturer narrative:
(B)(4). Corection: g1. Method: the complaint opt316 optiflow junior nasal cannula was not returned to fisher & paykel healthcare (f&p) for evaluation as it was discarded. Our investigation is based on the photographs and description of events provided by the distributor, previous investigations of similar complaints and our knowledge of the product. Results: visual inspection of the provided photographs were unable to confirm the reported damage due to poor image resolution. We were unable to request additional clear photographs as the device had already been discarded. Conclusion: without the return of the complaint device, our investigation was unable to determine the exact cause of the reported damage. All optiflow junior cannula are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. In addition, samples are taken hourly from each run and pull tested to check glue joint strength at the cannula/tube joint, as well as the swivel grip joint, if there are any failures the entire batch is put aside for further investigation. The subject opt316 optiflow junior nasal cannula would have met the required specifications at the time of release. The user instructions which accompany the opt316 optiflow junior nasal cannula show in pictorial format the correct placement and fitting of the cannula, and provide the following warnings: - "ensure that all connections are secure during use. Check cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient." - "appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death." - "do not crush or stretch tube."

Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) has requested for the complaint device to be returned for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in china that an opt316 optiflow junior nasal cannula was found damaged. There was no patient involvement as the issue was found whilst the device was not in use on a patient.